Manufacturer narrative:
The reported device was investigated by our fse (field service engineer) at the hospital, the device expiratory valve coil was replaced and returned for investigation. After the expiratory valve coil was replaced, the unit passes all functional, safety, and electrical tests to factory specifications. The unit was cleared for clinical use and returned to customer. Our investigation of the replaced expiratory valve coil reproduced the same faults during the device pre-use check. Electrical measurements show that the valve coil is suffering from an open circuit. The cause to how the expiratory valve coil got in the condition has not been established. The reported device was delivered 8 years ago in february 2012.

Event description:
Manufacturer ref. #: 219576.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
The ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).